Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Customer delivered a correction bolus to address high bg. During a system check with tandem technical support, it was determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.